Manufacturer narrative:
Additional device product code used: hsz, gfa, gff. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, a patient underwent surgery for metacarpal fracture. During the surgery, the surgeon was supposed to use drill bit 1.5mm, but he used drill bit 2.0mm by mistake. This occurred because they both have the same color code (blue) and it was difficult to distinguish between the two drill bits. The surgeon thought he was using 1.5mm drill bit but he used 2.0mm drill bit instead. Surgery was prolonged for five (5) minutes. Patient and surgical outcome were not reported. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).